Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to concern with product.

Event description:
Healthcare professional reported right side exchange due to concern with product and "rupture discovered during surgery." Device was explanted.